Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 37 events were reported for this quarter. Product return status: 9 devices were received. 28 device investigation types have not yet been determined. Event confirmation status: 9 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by internal corrosion. 2 devices were found to be affected by corroded bearings. 3 devices were found to be affected by lack of lubrication. 37 devices were not labeled for single-use. 37 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 37 </noe> malfunction events in which the device reportedly overheated. 33 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 37 </noe> malfunction events in which the device reportedly overheated. 33 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 37 previously reported events are included in this follow-up record. Product return status 15 devices were received. 2 devices were not available for evaluation. 20 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 14 reported events were not confirmed. Evaluation results 8 devices were found to be affected by internal corrosion. 2 devices were found to be affected by corroded bearings. 5 devices were found to be affected by lack of lubrication.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 37 previously reported events are included in this follow-up record. Product return status 17 devices were received. 2 devices were not available for evaluation. 18 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 16 reported events were not confirmed. Evaluation results 8 devices were found to be affected by internal corrosion. 2 devices were found to be affected by corroded bearings. 7 devices were found to be affected by lack of lubrication.

Event description:
This report summarizes 37 malfunction events in which the device reportedly overheated. 33 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale, corrected data: h10. 37 previously reported events are included in this follow-up record. Product return status, 19 devices were received. 18 devices were not available for evaluation.

Event description:
This report summarizes 37 malfunction events in which the device reportedly overheated. - 34 events had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 37 previously reported events are included in this follow-up record. Product return status 19 devices were received. 8 devices were not available for evaluation. 10 device investigation types have not yet been determined.

Event description:
This report summarizes 37 malfunction events in which the device reportedly overheated. - 34 events had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient. - 2 events had patient involvement; no patient impact.